Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from aug 17, 2015 to aug 13, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed the cutter locking mechanism and thermistor. It was noted that there was no evidence to support the cutter locking mechanism failure on the pretest. It was further determined that the thermistor was cracked and corroded, causing the failure. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during a spinal fusion surgical procedure, it was observed that the motor device and attachment device were running hot and intermittently not turning when used together. There was a two minute delay to the surgical procedure. Identical spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.